Event description:
The device's ECG display went blank and the service indicator illuminated while monitoring a pt. The device was turned off and back on and the batteries were replaced and the display remained blank and the service indicator continued to be illuminated. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.